Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) out of box failure. A getinge field service engineer evaluated out of box failure .cardiosave 1 battery part# 0146-00-0097.completed pm with all functional and safety tests per manufacturer specifications. No patient involved.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a demand preventive maintenance (pm) performed by a getinge service territory manager (stm),the cardiosave intra-aortic balloon pump (iabp)unit had a battery out of box failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (component codes, investigation conclusions) h11. It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) battery had an out of box failure. There was no patient involvement or patient harm reported. A getinge field service engineer performed preventative maintenance and replaced the batteries, the 9v battery, and the o-ring. The unit passed all safety and functional tests and was returned to the customer for clinical use.the failure analysis and testing department received part batteries with a reported unit failure of no power led¿s and battery not charging. The fat department performed a visual inspection of the part received and found that the battery is in good condition. The fat department installed part batteries in the cardiosave test fixture and tested to factory specifications and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the failure experienced by the customer. The battery is not charging. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11.

Event description:
N/a